Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was calling about an unrelated issue and ended up receiving emergency medical assistance due to low blood glucose on (B)(6) 2017, with unknown blood glucose at the time of the incident. The customer was given juice to treat. The customer experienced symptoms such as confusion and unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was unresponsive. Customer was calling for assistance with entering their meter ID into the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
Customer was hitting the wrong buttons on the insulin pump and was getting insulin. The customer was in the 30 mg/dl range at the time the paramedics arrived and 91 mg/dl by the time she arrived to the emergency room. The customer was given sweets at the emergency room to bring up their blood glucose levels.